Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loosening, loss of range of motion and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-02819 / 02820).

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Legal counsel for patient reports an alleged revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loosening, loss of range of motion and metallosis this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in (B)(4) 2011 right hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative report further noted the presence of metallosis and an osteophyte. The modular head and acetabular cup were removed and replaced with a competitor¿s cup and a biomet head.